Event description:
Customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to plug the wall adapter into a known working outlet and wait at least 30 minutes to see if the pump would begin charging. Pump began charging. No further assistance required.